Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a monitor image comes and goes, electrical noise means there is interference on the screen.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a monitor image comes and goes, electrical noise means there is interference on the screen. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The electrical noise means there is interference on the screen. In the detailed examination of the device, it is seen that the socket of the cable-coiled is found on the video receiver card on the device monitor. It was understood that the socket was not fully seated and therefore the problem occurred. The relevant socket connection was made again and the cable holder is fixed again. The device was tested and delivered in working condition.